Event description:
A report was received that during a revision, the physician noted that the patient¿s lead was observed to have a notable crimp in the lead body just millimeters away from the clik anchor. The physician suspected device malfunction on the lead. The patient underwent a revision where the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that during a revision, the physician noted that the patient¿s lead was observed to have a notable crimp in the lead body just millimeters away from the clik anchor. The physician suspected device malfunction on the lead. The patient underwent a revision where the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 (sn (B)(4)) device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance.